Manufacturer narrative:
Exemption number: e2014018. If new information becomes available a follow up report will be submitted.

Event description:
It was reported breakage of intervertebral cage intraoperatively. It was reported during a transforaminal lumber interbody fusion (tlif) for l3/l4/l5 the surgeon was placing a prospace xp 7 x 8.5 x 26 5°(cage) for l3/l4 in an extremely narrow intervertebral space. Profiling of the space was done first with a trial cage, then attempts were made to insert the prospace xp into the space. The cage (prospace xp) would not advance any further from the mid-point of the inter-vertebral space. The surgeon attempted to advance the cage by impacting the end of the insertion instrument with a hammer several times. The cage broke where the insertion instrument was connected. Per the surgeon, the broken pieces were removed and there was no impact on the patient or patient outcome as a result of breakage of the device. The surgery was completed with a replacement cage and there was no intervention required. No other information has been provided.